Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the subject device had passed more than 5 years and 6 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the printed-circuit board by the aging degradation.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the use facility that in unspecified timing the subject device could not displayed image. There was no report of patient injury associated with the event.